Event description:
The internal medicine clinic is having problems with the electrodes (po16001920-50). These electrodes fall off when used on pts while performing treadmill stress test. Facility provides its pts with thorough instructions prior to their appointment and prohibit the wearing of lotions, but as soon as the pt starts to perspire the electrodes fall off. Facility has a fan in the room and also opens the windows and still they fall off. In the past facility used electrodes (po6681a10004-50) and did not have this problem. The new electrode, although it is cheaper, is not a very good substitute because the adhesive does not stick as well.